Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44mg/dl glucose. Customer also reported calibration not accepted. Customer stated that they getting a red flashing light and that they had two sensor that failed on a calibration. The customer declined to troubleshoot for calibration not accepted. Product will not be returned for analysis.